Event description:
It was reported the lead impedance gradually increased. Patient received vibratory alarm from the ICD due to lead impedance over range. Lead impedance was noted to be high via review of psa. The lead was explanted and replaced.

Manufacturer narrative:
Na